Event description:
Boston scientific received information that this patient came to the office due to beeping tones. During an interrogation of this device there was a fault code indicating the voltage is too low for the projected remaining capacity. Boston scientific technical services (ts) stated that the remaining longevity cannot be trusted any longer and that the device should be replaced. The field representative will discuss the issue with the physician. New information was received that this device was explanted and a new device successfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
The device will be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(6) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.